Event description:
A cartridge alarm was reported by the customer, and the pump was unable to resume normal operation. There was no adverse impact on the customer's blood glucose level. The customer, who was unable to load a new cartridge because he was not at home, was advised by technical support to perform a pump reset and reload the cartridge. The customer planned to perform these actions upon returning home and to follow up if further issues arose. Technical support also planned to follow up on the matter.